Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience a low blood glucose level; level was unknown. Customer declined further troubleshooting with tandem technical support.